Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was unable to insert syringe needle through the septum of multiple cartridges. Another cartridge was used to resolve the issue. There was no reported adverse impact to customer's blood glucose.